Event description:
The customer reports the guide tip bent and almost broke within the patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual analysis of the guide wire revealed that the distal end was kinked/bend adjacent to the j-bend. No other defects or anomalies were observed. The guide wire contained one kink 580 mm from the proximal end. The total length of the guide wire measured 602 mm, which is within the specification limits of 596 mm-604 mm per the marked guide wire graphic. The guide wire outer diameter measured .813 mm, which is within the specification limits of .788 mm-.826 mm per the marked guide wire graphic. The undamaged portion of the guide wire was able to pass through a lab inventory introducer needle and catheter with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also warns, "in this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was severally kinked/bent adjacent to the distal j-bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide tip bent and almost broke within the patient.